Event description:
It was reported that the patient with right atrial (ra) lead experienced chest pain in the device area and stated possible dislodgement. Boston scientific technical services (ts) referred the patient to clinic. This lead remains in service. No adverse patient effects were reported.